Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication procedure. It was reported that the knot slipped during use. Another device was used to complete the case. There was no consequence to patient.